Event description:
It was reported that the patient presented to the clinic with the device that was displayed an alert relating to long charge time before implant. Capacitor maintenance was performed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.